Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently power on and off on its own. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. A system interconnection flex cable was replaced as a precaution. The device was recertified and returned to the customer. The battery was not returned to zoll medical corporation as part of this investigation. No trend is associated with reports of this type.